Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrections: explant date: (B)(6) 2013. Serious injury. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Analysis of the device memory also indicated an alert for lead impedance out of range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted: 13 non-sustained tachycardia (nst) and 12 ventricular fibrillation (vf) episodes of <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2013. Seventeen thousand eight hundred and nine (17809) of 17822 lifetime ventricular short interval counts (sic) occurred since (B)(6) 2013. An out of trend sub-threshold lead impedance alert was recorded on (B)(6) 2013. Right ventricular (rv) lead pace impedance is > 14000 ohm on (B)(6) 2013 and is undefined on the following dates: (B)(6) 2013.

Event description:
The lead was capped and replaced.

Event description:
It was reported that a patient presented to the hospital after hearing a device alarm. Short v-v intervals were observed on the right ventricular (rv) lead during device interrogation. The device data file confirmed the short interval episodes and showed fast non-sustained tachycardia (nst) episodes as well as high impedance levels on the pace/sense portion of the rv lead. A lead fracture was therefore suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.